Manufacturer narrative:
The suspect device lot number is unk; therefore, the device expiration and manufacture dates are unk. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: procedure and event dates are unk. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "malignant gastroduodenal obstruction: treatment with self-expanding uncovered wallstent" gutzeit, et al, published in cardiovascular and interventional radiology. Jan-feb 2009; 32 (1):97-105. (Epub 2008 oct 15). The following information was derived from this article: a wallstent enteral endoprosthesis stent was used to treat a malignant gastroduodenal stenosis, caused by an ovarian carcinoma that was infiltrating the pt's stomach and proximal duodenum. According to the article, this pt required a secondary stent insertion to treat stent occlusion due to tumor overgrowth beyond the stent edges after 22 days. According to the article, the pt experienced persistent dysphagia following the second procedure (possibly due to failing peristalsis of the stomach).